Manufacturer narrative:
Currently, it is unknown whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Attorney's report of patient's alleged recurrent hernia, adhesions, pain, and required surgery to repair the mesh.